Event description:
The patient presented with an aneurysm of the right iliac artery. A hemobahn device was advanced through a 12 fr introducer sheath and positioned at the target site. When the physician attempted to deploy the device, only 1 cm of the device opened and the line broke. The physician experienced difficulties removing the device interventionally. Thus, the device with the sheath was surgically removed. The procedure was completed implanting a fluency stent graft. The patient was fine at the end of the procedure.

Manufacturer narrative:
The hemobahn device was discarded at the hospital. A review of mfg records was conducted. Results - the review of the mfg records verified that the lot was processed normally and pre-release specifications were met.